Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested. (B)(4).

Event description:
A technician reported that during an intraocular lens (iol) implant procedure, a lens was inserted into an eye, noted to be scratched and then removed. Another lens was implanted instead. There was no harm to the patient.

Manufacturer narrative:
The used cartridge was returned. Viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. The tip has stress and a large aneurysm on the bottom. This extreme damage would indicated the handpiece plunger/iol were not in an acceptable position for advancement. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Complaint and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a qualified 25.5 diopter. The lens was returned for evaluation. Viscoelastic is observed on the lens. One haptic is broken-gusset area. The optic has a scrape mark on the posterior surface originating at the optic/haptic junction of the broken haptic. Iol product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece and viscoelastic were indicated. The root cause is most likely related to user handling. The observed damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).